Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported the customer's cannula like contained air in varying amounts. The customer also stated this had led them to have hyperglycemia on several occasions. The customer also reported insulin had infiltrated the area between the two black o rings. Customer's blood glucose was unknown. No additional information provided.